Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse that there was a leak in the bd connecta¿ multiflo¿ 3-way multiple infusion manifold stopcock during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received one used and one unused unit for evaluation. Leak testing was performed and leakage was observed from a crack in the b port housing for the used unit. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on sample evaluation, we found that crack leads to leakage; however, we were not able to associate this crack to the mfg process. Material 394601 with lot number 7219762 was manufactured on sep-01-2017 by equipment ka58. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.